Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(4). Batch: 563075.

Event description:
It was reported that the patient underwent an explant procedure due to an infection at the incision site. Symptoms of discharge at the upper incision was noted. Lab result of shows a curtibacterium acnes. The physician believes that the device or procedure may have contributed the infection, but the cause was unknown. The patient underwent an explant procedure and prescribed antibiotics. The patient was doing well postoperatively. The explanted product was discarded by the facility.